Event description:
After pipetting various assays on summit the technician noticed that insufficient positive controls were delivered to wells a5 to a6. No error was generated by the summit. No death or serious injury was associated with this incident.